Event description:
Broken screw with part of the broken screw removed. Flat foot reconstruction done in (B)(6) on 2010. The reconstruction failed. The pt bmi of 41 and walked on the limb early in the post-operative period. She presented the broken hardware at the lateral column which created the collapse. Part of the hardware was removed with the tip of the screw left in the pt.

Manufacturer narrative:
The hospital reported that the pt was non-compliant and morbidly obese. Obesity and non-compliance are contraindications of this product.